Manufacturer narrative:
A completed analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specs.

Event description:
It was reported that the customer was hospitalized twice for high blood glucose of over 600 mg/dl. The customer stated that she was vomiting and had diabetes ketoacidosis prior going into the ER. The customer also stated that the dr recommended having a replacement insulin pump. The programming on the insulin pump was reviewed, and it was correct. The customer mentioned that the infusion set and the insulin pump were removed per dr's instructions and testing could not be completed. No further info was provided.